Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation is not confirmed based on the photo the customer provided, which did not display the distal tip of the shaft. The quality of the bone encountered was not specified. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 05/11/2023, it was reported by a sales representative via sems that an ar-8737-17 drill bit is dull. This was discovered during a case with no patient effect. Per facility: "while using 1.7 cannulated drill to drill for cannulated screw, the first drill bit went dull.... Would not drill a second hole. We used a second 1.7 cannulated drill bit, it would not drill the bone. Doctor requested to have the drill bits evaluated for defect, as they are all single used."